Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5077435) on 04-jun-2018. The most recent information was received on 20-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower right abdominal pain") and uterine perforation ("left side implant was attempted, but uterus was perforated in the process") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec) for urticaria as well as spironolactone. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("the left implant was not done"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain"), urticaria ("urticaria everyday") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and right oophorectomy) and surgery (hysterectomy, bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, back pain and arthralgia had resolved and the uterine perforation, complication of device insertion and urticaria outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, complication of device insertion, urticaria and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 20-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (reference number: mw5077435) on 04-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower right abdominal pain") and uterine perforation ("left side implant was attempted, but uterus was perforated in the process") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec) for urticaria as well as spironolactone. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("the left implant was not done"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain"), urticaria ("urticaria everyday") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, back pain and arthralgia had resolved and the uterine perforation, complication of device insertion and urticaria outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, complication of device insertion, urticaria and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.